Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife went to the ER for a blood glucose level exceeding 400 mg/dl. She experienced blurry vision as a symptom of her high blood glucose. The husband mentioned that her blood glucose then increased to 500 mg/dl. The patient was treated with a saline IV. The hospital staff also took blood samples from her and her results were okay. The husband stated that the wife was hospitalized for several hours and has since been released, and she wanted to know how to set a temp basal. The customer planned to call a diabetic nurse to have the insulin pump checked. No products were shipped or returned.